Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. Analysis was unable to verify battery out limit alarm due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 266 mg/dl at the time of incident. The customer's mother stated that they treated the blood glucose with the insulin pump. The customer's mother stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer's mother stated that the battery compartment and spring were not damaged or corroded. The customer's mother stated that the battery cap was not damaged or corroded. The customer's mother stated that the display did not return after inserting a new battery. The customer's mother stated that the insulin pump went blank again. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.